Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant, visual summary analysis of the lead indicated stretching. The analyst comments that the proximal and distal conductors were stretched. (B)(4).

Event description:
It was reported that during implant, the physician attempted to place the lead in the left subclavian vein, however due to the patient's anatomy, the lead would not fit. During removal, much force was required and the lead was damaged as it appeared to be stretched. A different lead was implanted during the procedure. No patient complications have been reported as a result of this event.